Event description:
Same case as: 2134265-2009-02006, 2134265-2009-02007. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 90% stenosed bifurcated lesion being treated was located in the calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x14mm non-bsc balloon, inflated to 20atms for 25 seconds in the distal lad and up to 12 atms for 25 seconds in the proximal lad. The physician used a 1.5x1.75mm rotablator in the proximal lad. The physician implanted a 2.50x16mm taxus liberte stent in the distal lad, inflated twice to 16atms for 20 seconds and a 3.00x20mm taxus liberte stent in the proximal lad, inflated twice to 16atms for 20 seconds. A dissection was identified in the proximal lad. A 3.00x16mm taxus liberte stent was implanted, overlapping the 3.00x20mm taxus liberte stent, in the proximal to mid lad to treat the dissection, inflated twice to 12-14atms for 20 seconds. Five days post the initial stenting procedure, the patient presented with chest pain. The patient was diagnosed with an acute myocardial infarction (ami) during and ECG and echocardiogram. Angiography identified a thrombolic occlusion where the taxus liberte stents were deployed. The thrombosis was aspirated and plain old balloon angioplasty was performed with a 3.5x15mm non-balloon. The inflation time and atms are unk. An intra-aortic balloon pump (iabp) was inserted and has been removed. Percutaneous cardiopulmonary support (pcps) was needed temporarily during the procedure. Per the physician, 'long stenting' could have caused the thrombosis. However, the taxus liberte stent would not be related to the thrombosis directly. No patient complications were reported. Patient status reported as "improved".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.